Manufacturer narrative:
Device evaluated by manufacturer field changed to yes.

Manufacturer narrative:
The iol was received and inspected under illuminated 10x magnification. Visual inspection of the optic took place and no optical deviations could be found. Manufacturing records were reviewed and showed no deviations. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All information available is included in this report.

Event description:
The account reported the multifocal intraocular lens was explanted 2 months after initial implant due to the patient's complaint of dysphotopsia (halos & glare)). No patient injury.